Manufacturer narrative:
Device passed the self test, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with high sleep current due to moisture damage found on the electronic assembly. No moisture damage was found on the keypad assembly, motor or force sensor. No pump error 75 noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error 75. The insulin pump was not working anymore. Customer's blood glucose level was not reported. The device was not returned.